Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Planned revision of pfc femur because of fracture. Patient is highly active. A trauma was reported. Doi: 2006, revision is planned to take place in (B)(6) 2018.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device confirms the reported event. Additionally, upon receipt of the device, this report was duplicated under MFR report number 1818910-2018-54554. Report number 1818910-2018-54554 will be used for any further updates regarding this event.

Event description:
Revision due to pfc femur because of fracture.